Event description:
Information was received from a manufacturer representative regarding an event which occurred post-op. It was reported that the instrument was used in surgery and was found in instrument room with the cup of of the curette broke off. There was no patient involvement reported.

Manufacturer narrative:
H3: product analysis: part # 2942015, lot # nm11g0121 visual inspection confirmed the tip of the curette has broken due to bend stress overload. H11: this regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.